Manufacturer narrative:
The analysis did show that the drive was wobbling and the intermediate was bad. This means that the ball bearings of both, the drive and the intermediate have been worn out. Due to this condition there is a higher friction during the rotation and hence the bearings and therefore the head is heating up. The condition of the bearings is a result of the wear process which takes place during the use. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. (B)(4).

Event description:
(B)(4).